Manufacturer narrative:
(B)(4). (B)(6). Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that tissue damage and pain occurred. In (B)(6) 2016, the patient underwent percutaneous transluminal angioplasty (pta). The target lesion was located in the severely calcified superficial femoral artery (sfa). A 6 x 150 x 75 innova¿ stent was deployed and the procedure was completed. A week after, the patient complained of pain two days prior to the follow-up visit. A computed tomography (CT) scan was done and confirmed the "wenny mass" near the sfa where the stent was implanted. Subsequently, a surgery was performed and found that the "wenny mass" area was filled with pus and the previously deployed stent was eroded and exposed. The vessel where the stent had been implanted was resected and cleaned. An autologous vein bypass was created and the resected tissue has been sent for autopsy. No further patient complications were reported.